Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Further analysis was performed on the entire device. Visual inspection revealed no anomalies. Bench analysis was not able to reproduce the error. The log was analyzed, the device had many normal power ups, during a scheduled battery/super cap measurement, the super cap measured high which caused the error, the next power up cycle caused the displayed error to occur. Conclusion: it was confirmed through log analysis that the error occurred, however analysis was unable to reproduce the error.

Event description:
It was reported that the external pulse generator generated an error code. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device displayed an error code. The device passed all visual incoming inspection with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.